Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device implant the lead was tested on the table and the helix would not deploy after many rotations and would suddenly jump out. The lead was not implanted. The patient condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.